Event description:
During routine maintenance, a physio-control field service rep (fsr) observed that the customer's device had a broken therapy cable connector. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The internal therapy connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assembly and observed that part of one of the paddles pin was missing from the black connector.